Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified yellow biological tissue in the surface of the shell, deformation, cloudy in the gel and weight to the specification. Voids was observed after autoclave disinfection process. No openings observed in the device. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5., b.6., d.4., d.6b., d.9., h.3., h.4., h.6. Continued h.6. Health effect - impact code: f2203 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange from textured to smooth implants.

Event description:
Healthcare professional reported "right side rupture and exchange from textured to smooth implants due to the patients concerns with the product". Device remains implanted.